Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope distal end (c-cover) was found burned, air/water cylinder and channel had foreign material. There was no patient involvement on this reported event.

Manufacturer narrative:
Based on the results of the investigation, the root cause of the reported failures could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.